Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for chronic low back pain and non-malignant pain. It was reported that the patient stated it was taking forever to get a bolus. The patient stated that it would go to 90% pretty quick and the last 10% would take anywhere from 3 to 5 minutes to deliver the full bolus and it didn't used to do that on a normal basis. The patient mentioned they were in the hospital a little over a month ago and the manufacturer representative had to come up there and when they came up to turn up the pump again they told the patient it should not take that long. The manufacturer's patient services specialist (pss) asked who the representative was and patient stated that they didn't know. The patient went to maryland to see their mother and step-father and ended up having pneumonia and was on a ventilator for 7 days and had an ambulance come to get them. The patient was now home and healing. Pss walked the patient through clearing the data. The patient attempted to connect and stated that it was much faster now. The patient will monitor and call back if needed.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.